Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the brake defeat malfunctioned. The target lesion was located in the circumflex artery. A 1.50mm rotalink plus was used for rotablation. During procedure, it was noted that the wire was moving. It was further observed that the locking mechanism of the advancer did not fix the wire when the turbine was activated and noted the wire was free floating. The wire was fixed or pinned by another person as the procedure was finalized. The procedure was completed with this device. There were no patient complications and the patient condition was fine.